Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. Programming changes were made to address the issue and the clinic will continue to monitor the patient. The patient had no adverse consequences.